Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that they had the device implanted in 2011, but they are not sure why. The patient did not have name of device or model/serial number. The patient did not have any information regarding the implant. The patient reported that last year they went to pain management, and they injected her with two big syringes of medicine, and they asked her to take her medication. The patient asked who to go to for her pump. The x-ray showed that she has a device that looks like a hockey puck with two tubes going down her spine and she wanted the device removed. The patient was told it was medtronic titanium device. She overdosed four times on medicine she does not take. The patient stated that it was shady, and her ex-husband was involved, and he did it to his ex-wife and she tried to contact the ex-wife, and the ex-wife had to sue someone to get it removed. The patient stated that when she contacted a lawyer, that lawyer ended up dead. The patient reported that she wanted the device removed, feels like the device was between muscle and when she bent over it moves. The agent could not locate device information in the system. The agent reviewed physician listing sites and mailed out physician listing to patients. The patient was redirected to their healthcare provider to further address the issue.